Event description:
Lap assisted sigmoid colectomy with j-pouch. Plc75 was loaded with plcr75b. The unit calibrated, opened/closed without difficulty and was fired. An unusual noise was heard during the firing sequence. Pc read "firing complete" message. However, the knife blade was left exposed and the unit partially cut. The anvil opened freely after it was fired. There were malformed staples observed on the proximal end.